Event description:
The customer reported that the system intermittently would not boot up. There is no report of pt injury.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The reported issue could not be identified or duplicated. No conclusion can be drawn as no further service info is available at this time.